Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) experienced difficulty in being interrogated at the clinic. It was noted that boston scientific technical services (ts) determined the health care professional was incorrectly using a different monitor as an interrogation wand. After discussing wand placement with the hcp, ts discussed additional troubleshooting steps including placing a magnet over the device to listen for beep tones. The hcp did not feel comfortable with performing that and decided to follow up further with the physician. The device remains in service. No adverse patient effects were reported.